Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, prior to creation of gastrojejunostomy, the sutures broke on the oral anvil and the anvil disengaged and fell into the cavity. The dislodged anvil was removed from esophagus via endoscopy. Another oral anvil was used to complete the case.